Event description:
It was reported that, on literature review "femoral neck notching in dual mobility implants: is this a reason for concern?" One (1) patient who underwent primary thr with a synergy stem experienced the notching of this implant around the neck area. The notch depth ranged from 1.7% to 20% of the prosthetic neck diameter. The notch was first observed at a mean 1.3 years following primary implantation. This notch did not result in a femoral implant fracture, radiographically evident osteolysis or a revision surgery. The outcome of the patient is not known. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and the presence of a notch on the implant was confirmed. The clinical/medical investigation concluded that, the data presented in this literature review on "femoral neck notching in dual mobility implants: is this a reason for concern?", was obtained as part of a retrospective study. Per the report, no further information will not be provided. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. According to the report, the notching reported did not result in a femoral implant fracture, radiographically evident osteolysis or a revision surgery. Based on the information provided, the root cause of the reported notching and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Potential causes could include but are not limited to friction, joint tightness or lifetime of device. The contribution of the device to the reported event could be corroborated as the x-rays confirm the presence of a notch on the implant. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.